Manufacturer narrative:
This is one event for the same pt involving two separate products. (B)(4).

Event description:
The plaintiff's attorney alleges that the pt experienced a cardiac event and subsequently expired on the same day due to the administration of naturalyte and/or granuflo during dialysis.